Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. This report is being filed on an international product, model number 78802-01, which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified readings on the adc device compared to how they felt. As a result, the patient reported experiencing confusion and a loss of consciousness. The customer was unable to self-treat and reported receiving treatment of a glucose injection from a third party. There was no report of death, serious injury, or mistreatment associated with this event.